Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, the home patient (hp) had peritonitis. The hp stated he had peritonitis and the clinic gave him bags to keep in the refrigerator. Additional information received by global pharmacovigilence indicates on (B)(6) 2012, the patient reported that on an unknown date in 2008, the patient began peritoneal dialysis therapy (pd) nightly. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The peritonitis event was ongoing and improving. The patient remained on pd therapy with no change to dosage. The patient stated that the event of peritonitis was not related to baxter products. The patient reported that he believed it was caused by the patient touching his catheter. The patient was retrained at the pd clinic. No further information was given. Upon follow up on (B)(6) 2012, the nurse reported to global pharmacovigilence that on (B)(6) 2012, the patient was hospitalized for peritonitis. On the same date, the nurse reported that a cell count, gram stain and pd effluent culture was performed. She stated she was uncomfortable providing further information regarding this patient to baxter healthcare. No further information was given at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis report.

Manufacturer narrative:
(B)(4). No issues detected during the manufacturing of potential lots gd890426 and gd890533. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The complaint is a result of use error and is therefore confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.